Manufacturer narrative:
The customer reported that the central nurse's station (cns) rebooted on its own. The nurse heard a loud alarm before the central nurse's station (cns) rebooted. This was likely a ups failure, however all the lights on the ups were functioning normally. The nurse was assisted in collecting the log files from the central nurse's station (cns), which she will send via dropbox or mail. The central nurse's station (cns) was back up and functioning normally. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) rebooted on its own. The nurse heard a loud alarm before the central nurse's station (cns) rebooted.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the central nurse's station (cns) rebooted on its own. The nurse heard a loud alarm before the central nurse's station (cns) rebooted. This was likely a ups failure, however all the lights on the ups were functioning normally. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.